Manufacturer narrative:
Additional information provided in d.9, h.3, h.6 and h.10. One opened phaco tip in a tip wrench in a plastic bag was received for evaluation. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken at the ab hole in two pieces, jagged, even wall thickness. Wear on threads, nut and flange. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phaco tip broke during fragmentation of the nucleus during a cataract procedure. The tip was replaced and the procedure was completed. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. There were no clinical consequences for the patient.